Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the haptic was torn while advancing in the injection system. There was no pt contact.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that a haptic was torn off and stuck inside the cartridge and the tip of the cartridge was split. There was a clear surgical residue on both products. Conclusion: (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.